Event description:
In late 2008 lifescan (lfs) obtained additional information regarding allegedly inaccurately elevated results with a onetouch ultra meter compared to the hospital lab results. The new information on dec 18 from the pt's physician alleges the following: a pt reportedly tested before lunch at home the day prior, obtaining 161 mg/dl. The pt injected his set amount of 10 units novorapid insulin. Whether the pt has injected insulin in the morning, as well, was not provided. After eating lunch, the pt walked and used more energy then usual. In the evening, the pt lost consciousness and was taken to the hospital where his blood glucose was 23 mg/dl. The test method, meter or lab test was not provided. The pt was treated with glucose and discharged five months prior original month. Lfs was not provided information on the pt's actions after walking: whether the pt tested again, ate, or injected more insulin. The pt's medical history indicates he has renal failure, hyperuricemia, and anemia with uric acid 9.5 mg/dl and hematocrit 25%. The owner's manual and test strip literature warn users that hematocrit levels of less than 30% and more than 55% will provide false blood glucose results. Although the pt's hospital returned eight onetouch ultra meters for investigation, one of which is reported to be the pt's, neither the hospital nor physician knows which one is the pt's. Product analysis evaluated all meters; the complaint of inaccurate high results was not confirmed. Because the healthcare professional reported that the pt was treated for hypoglycemia at a hospital after obtaining a result of 161 mg/dl on the reported meter, this complaint is reported as a serous injury.